Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at below the rated burst pressure and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition is good.